Manufacturer narrative:
Reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed with accurate readings.

Event description:
It was reported that customer's sensor readings were largely different than his blood glucose levels. Customer's blood glucose is 14.4 mmol/l. Customer had a calibration error on the sensor's second day. Customer calibrates twice a day. Customer was advised to calibrate four times a day, when her blood glucose is stable. Sensor will be returned for analysis. Nothing further reported.